Event description:
It was reported that at implant when attempting to attach the leads to this device the physician could not get the svc (superior vena cava) coil into the header despite removing the set screw. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.